Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds. Technical services advised the impedance was steady. Subsequently, this rv lead was surgically abandoned. Another rv lead was implanted to complete the procedure. Additional information has been requested but not provided at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds. Technical services advised the impedance was steady. Subsequently, this rv lead was surgically abandoned. Another rv lead was implanted to complete the procedure. Additional information from the field representative provided the cause of the high rv capture thresholds was not discovered. No other actions have been taken at this time. No additional adverse patient effects were reported.